Event description:
During a clinic follow-up, a high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. During the revision procedure, the helix of the rv lead was unable to extend. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing threshold, and a helix mechanism issue. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. The reported event of high pacing threshold was not confirmed, while the reported event of a helix mechanism issue was confirmed. X-ray imaging revealed that the inner coil inside the connector region was over torqued, which is consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the helix mechanism issue was isolated to the helix being clogged with blood/tissue and the over torqued inner coil, which is consistent with procedural damage. Electrical tests and x-ray examinations did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.